Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history for 03/22/2013 showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The total daily dose history indicated that no boluses were programmed or delivered on that date. A normal bolus and an audio bolus were performed and accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged that child's blood glucose (bg) has been elevated for past 24 hours. States they have given corrections with syringes and bg responds, but bg elevates when using pump. Pt had ketones. States pt was treated with IV fluids and insulin and then released/ states (B)(6) at 06:22 bg was 140 mg/dl, pt then at school at 09:00 bg was 362 mg/dl and site was changed at school. States at 10:30 bg was 203 mg/dl; at 13:45 bg was 500mg/dl and correction with syringe was given. At 14:25 bg was 496mg/dl and 6 u correction with syringe given. At 15:50 bg was 440 mg/dl; at 16:40 bg was 354 mg/dl; 18:00 bg was 383 mg/dl ; at 20:00 bg was 527mg/dl with ketones and patient was taken to emergency room, treated and released. Fasting bg 3/26 was 411 mg/dl, 4 u given via syringe; at 10:30 bg was 145 mg/dl; at 12:30 bg was 345 mg/dl and correction delivered via pump; and at 14:15 bg is 511mg/dl and correction delivered via syringe. Mom states only symptom patient has is intermittent moderate headache. Customer technical support (cts)verified I:c, isf, bg targets and iob programming. Patient using recommended dosing per pump. No associated alarms in history. Time on home screen is correct. Reviewed bolus history and boluses have been delivered as programmed. Reviewed tdd history from (B)(6); basal amount are 16.452 to 16.450 u/24 hours. Basal programmed 24 hour total currently is 16.405, mom changes basal programming from a 1 weekday to sick program when bg elevated. 24 hour total of a 1 weekday is 11.80u. States basal is programmed correctly. Temporary basal not used. On tdd record 5 for (B)(6), pump indicating no for temporary or suspend and basal = 5.40u; bolus = 16.452u; total = 16.452u. Cts verified with mom 3 times of programming. States she has changed her site/set cart this morning (B)(6), at 06:14 and on (B)(6) at school in morning , but prime history showing pump primed at 19:15 on (B)(6). States when removed original sites, cannula was not bent or kinked. Mom states normally pump site changed every 2 days. Prime history indicates site was changed on (B)(6). Rotates sites usually in abdomen but current site in new area in arm. States current site, not tender, no redness, no drainage present, connections secure. No air seen in tubing or cart, no leaking present, connections secure. Pump primes appropriately. States she stores insulin in refrigerator, keeps current vial at room temp. Insulin is clear, not expired, uses humalog. States there is no change in activity, health, diet or meds. No other medication reported. States pump has not been exposed to any type of x-ray or MRI. Cts was unable to explain why unable to explain why tdd history on (B)(6), the basal and bolus do not equal the total. Pump not losing date and time with battery changes. Current date and time correct. Cts advised mom to go on a back-up plan until pump is replaced. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia related to possible pump malfunction.